Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), laziness ("lazy"), fatigue ("extremely tired"), endometriosis ("endometriosis"), cyst ("huge cyst"), vitamin d deficiency ("extremely low vitamin d"), toothache ("toothache") and dysmenorrhoea ("cramping"). The patient was treated with surgery (hysterectomy). Essure was interrupted. At the time of the report, the pelvic pain, abdominal distension, laziness, fatigue, endometriosis, cyst, vitamin d deficiency, toothache and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered cyst, dysmenorrhoea, endometriosis, fatigue, laziness, pelvic pain, toothache and vitamin d deficiency to be related to essure. The reporter commented: this case 2017-244094 is linked with main case 2014-085030. I have 70 reported side effects. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, laziness and fatigue. The following information was received from social media endometriosis, huge cyst, extremely low vitamin d. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- endometriosis, huge cyst. Reporter information were added. On (B)(6) 2020: social media received. Reporter information were added. On (B)(6) 2020: social media received. Event added- extremely low vitamin d. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), laziness ("lazy") and fatigue ("extremely tired"). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal, abdominal distension, laziness and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered fatigue, laziness and medical device removal to be related to essure. The reporter commented: this case (B)(4) is linked with main case (B)(4). I have 70 reported side effects. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, laziness and fatigue. Most recent follow-up information incorporated above includes: on 1-oct-2019: follow up 2 & 3 were processed together. New events lazy and extremely tired were added. Reporter information was added. On 1-oct-2019: follow up 2 & 3 were processed together. This case was upgraded to incident from other event. New event medical device removal was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.